Manufacturer narrative:
The device was in use for treatment. The ventricular lead was capped (taken out of service) and will not be returned for evaluation. As a result, the allegations against the lead (failure to capture) cannot be confirmed. A review of the device history records identified no rejects or anomalies during manufacture of this lot. In addition, a review of complaints found no other complaints against this lot number. The instructions for use (IFU) advise the user of possible complications: with the use of endocardial leads, complications might occur during implantation, explantation, or at any time postoperatively and may require non-invasive or invasive techniques for management, as determined by the clinical judgment of the physician. Intermittent or continuous loss of pacing or sensing can be caused by a displacement of the electrode, unsatisfactory electrode position, breakage of the conductor or its insulation, an increase in thresholds, or poor electrical connection to the pulse generator. This ventricular lead was actively implanted for approximately 10 years, 5 months. The event will be re-evaluated if additional information becomes available.

Event description:
The customer reported that this ventricular lead was capped (taken out of service) due to failure to capture. There was no report of any adverse patient effects from this event.